Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The result of the additional microbiological testing was as follows: the biopsy channel: no microbial growth (<1cfu/100ml), the suction channel: no microbial growth (<1cfu/100ml), the air/water channel: staphylococcus coagulase negative(3cfu/100ml), the auxiliary water channel: no microbial growth (<1cfu/100ml), the testing result cleared (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for pseudomonas aeruginosa(>100cfu/100ml) during routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, was not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor (soluscope series3). There was no report of patient infection associated with this report. The customer reported that they followed (B)(4) regulation for reprocessing process and the subject device was reprocessed according to the instructions of the manufacturer.